Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2014 and the femoral head was explanted on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding altr involving a metal head was reported. The event was confirmed via clinician review. Method and results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of provided medical records with a clinical consultant indicated "the revision operative reports for both the right and left tka describe failed thrs in both hips. Pre-operative findings demonstrated trunnionosis with altr, elevated serum cobalt levels and MRI findings of extensive synovitis and effusion with large pseudotumor. Within ythe body of the operative report the surgeon describes massive amounts of necrotic material within the hip, copious brownish fluid and pseudotumor eroding the trochanter an attaching gluteal tendon. Revision tha surgeries for trunnionosis with altr, elevated serum cobalt levels and MRI findings of extensive synovitis and effusion with large pseudo tumors. Is confirmed. The root cause of these tha failures cannot be determined from the limited documentation provided." Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: a review of provided medical records with a clinical consultant indicated "the revision operative reports for both the right and left tka describe failed thrs in both hips. Pre-operative findings demonstrated trunnionosis with altr, elevated serum cobalt levels and MRI findings of extensive synovitis and effusion with large pseudotumor. Within ythe body of the operative report the surgeon describes massive amounts of necrotic material within the hip, copious brownish fluid and pseudotumor eroding the trochanter an attaching gluteal tendon. Revision tha surgeries for trunnionosis with altr, elevated serum cobalt levels and MRI findings of extensive synovitis and effusion with large pseudo tumor is confirmed. The root cause of these tha failures cannot be determined from the limited documentation provided. "As no lot information pertaining to the device was provided. It cannot be confirmed if the product reported in this complaint investigation was subject to a recall. No further investigation for this event is possible at this time. If devices and /or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2014 and the femoral head was explanted on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.